Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type ii and spinal pain. The patient reported that on (B)(6) 2017 they had an unrelated CT scan with contrast in which they put fluid into their spine and it was very painful. The patient was in a lot of pain when they got done with the CT scan and has been in pain since coming home. The patient did not turn off their ins for the CT scan. During the CT scan the patient did not feel an increase in stimulation but on the same day after the CT scan their stimulation started to feel at a higher rate in their shoulder. The patient feels it all the time and is not able to stop the vibration feeling. On (B)(6) 2017 they pressed the ins off button but there was no lightning bolt. They turned the rate, width, and everything down and used their patient programmer and implantable neurostimulator recharger (insr) to turn off the ins but they still feel the vibration. The stimulation is supposed to be in their left arm all the way down but they only feel it too high in their shoulder. It feels like a tens unit going on inside of them. The patient pressed the ins off button again during the report to make sure it was off but they still felt stimulation. The patient would follow up with their healthcare professional (hcp). Additional information was received from a manufacturer representative (rep) on 2017-jun-09. The rep stated that the patient¿s stimulator is still on despite being turned off. It occurred following a CT scan. The rep interrogated the device and checked impedances which were within normal limits except number seven was greater than 10,000 ohms (which was not used in any program). All programs and groups were off and the voltage was at 0 volts per the physician programmer and patient programmer. The diary showed the stimulation being off since around noon on (B)(6) 2017. The rep was unable to resolve the issue as the patient states they can still feel stimulation in the left shoulder despite verification that the stimulation is off. The patient would see their hcp on (B)(6) 2017. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-jun-20. The rep stated that they saw the patient on (B)(6) 2017-jun-19. The patient stated that their symptoms that they were experiencing since the CT scan where they felt like the stimulation was still on in their left shoulder has subsided and everything was back to normal. No further complications were reported/are anticipated.